Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Although the device met specifications, the allegation from the field was not confirmed through testing and detailed analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing along with pacing inhibition. It was also reported that the helix would not retract. Additional information indicated that there was greater than 2 seconds of asystole. The patient had an external pacing for 30 minutes and stayed one night in the hospital. The system was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.